Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture, silicone leaking from biopsy incision for a couple weeks", "pain", "swelling", "rash", ¿warm to the touch¿, and ¿breast is larger". Device remains implanted.